Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep tightened the wires inside of the power plug, reseated the universal node pcb, verified 118.5v to power controller pcb, then verified that the system booted and the fluoro functioned. He replaced the generator backplane, universal node pcb, and controller pcb. They also reloaded the calibration files. The rep verified that the system boot and fluoro function. The system operates as intended.

Event description:
The customer reported the system displayed a constant audible tone when plugged into the wall and it would not power up. The site unplugged the system and plugged it into another outlet. System then booted up with no issues.